Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Should an evaluation be performed or additional information received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received by the baxter product analysis lab and evaluated. The rite (return instrument test/evaluation) test was performed. The device passed the homechoice rite functional test and the homechoice rite electrical test. External and internal visual inspections revealed no problems. The pal evaluated the device and no failure, malfunction or increased intraperitoneal volume (iipv) events were identified that could have caused or contributed to the reported event. The assignable cause for the reported issue was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The patient's caregiver contacted baxter's technical service center to report the patient expired on (B)(6) 2001. Follow up information received from global pharmacovigilance indicates: this is a spontaneous consumer report of male patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient expired as a result of an unspecified cause. Dianeal and extraneal therapies were ongoing at the time of death. It is unknown if an autopsy was performed. The nurse reported that the event of death was not related to dianeal and extraneal therapies. The nurse declined to provide further information.